Manufacturer narrative:
The product was requested for investigation. However, the product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for 1 patient with a coaguchek xs meter, serial number unknown, compared to a laboratory result using a thromborel s reagent on a sysmex instrument. The meter result was 5.1 inr. The laboratory result was 3 inr. The exact time between measurements was requested, but not provided. The meter result was performed at the hospital in the morning, and a laboratory result was requested based on the high meter result. Therefore, it was assumed the time between measurements was short. The patient¿s therapeutic range was not provided.